Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing for architect stat troponin-I reagent lot 27861un20. The evaluation of complaint data for the product and likely cause architect stat troponin-I reagent lot 27861un20 identified elevated complaint activity, although no trends were identified for complaint issue. Return testing was not completed as returns were not available. Historical performance of reagent lot 27861un20 was evaluated using world wide data from abbottlink. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that the patient median result and the cal f rlu mean for lot 27861un20 are within the established limits, therefore, no unusual reagent lot performance was identified. A device history record review was performed on reagent lot 27861un20, which did not identify any issues. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I for lot 27861un20 was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results on one patient. The results provided were: on (B)(6) 2020 sid (B)(6) initial troponin=1.39 ng/ml /repeated=0.010 ng/ml /redrawn patient sid (B)(6) troponin=<0.010 ng/ml. Customer critical cut off for troponin=0.04 ng/ml. The patient was given lovenox medication unnecessarily due to falsely elevated troponin results. There was no further treatment given to the patient. No further impact to patient management was reported.